Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor was displayed an error message and was unable to be interrogated. Low battery was noted. No intervention reported. The patient was stable throughout.